Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump had moisture damage found on lcd board. We were unable to verify blank display anomaly or perform the functional test, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend reported via phone call that the customer's insulin pump got wet and was not working right. Customer was out in the rain and he forgot to get out of it. The pump got wet and stopped working. Caller stated that the moisture exposure was due to heavy rain. Caller stated that the pump display went blank immediately after the pump was exposed to moisture. Caller was advised to discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.